Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that a "no disposable pump wont run" alarm occurred. Troubleshooting was started, but the patient declined removing the cassette. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was missing and scratches and cracks found on liquid crystal display. During functional check, the reported complaint was duplicated. There was a cassette locked but not latched error alarm when starting the device. Latch lock flex sensor was found not working as intended. It was defective and inoperable. Recommended replacing the latch lock flex sensor and replaced battery compartment.